Event description:
While pulling negative pressure during prep, air was noticed in the syringe of the product. A hole was noticed in the balloon of the product.

Manufacturer narrative:
While pulling negative pressure during prep for a percutaneous transluminal angioplasty (pta), air was noticed in the syringe of the product. Upon examination of the balloon, a hole was noticed. There was no reported patient injury. With the limited amount of information available and without the return of the product, it is not possible to draw a clinical conclusion between the device and the event. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan (mqp). This review was extended to subassembly e7136292 with lot number 0511060273 and to subassembly e7145365 with lot number 0110061186. This review confirmed that subassemblies met all requirements per the applicable mqp as well, including burst test values.